Manufacturer narrative:
Pt information not provided as there was no pt involved in this concern. The returned product was out of calibration. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic rep reported the stealthstation camera was out of calibration. There was no pt present.